Event description:
Same problem had occurred to these three units deltaplush (cpl100306-30/g12704), deltapaq (cdf100410-30/g11389), coil (cfs100256-30/j10100) in the same procedure. When the re-sheathing tool was moved forward for about 5cm; it would not be moved. The sheath could not be peeled away any more. The doctor had enough experience to handle the coils properly. The 3rd coil (cfs100256-30/j10100) was not returned. It was noted during analysis that 2 of the 3 coils were returned damaged.

Manufacturer narrative:
Same problem had occurred to these three units deltaplush (cpl100306-30/g12704), deltapaq (cdf100410-30/g11389), coil (cfs100256-30/j10100) in the same procedure. When the re-sheathing tool was moved forward for about 5cm; it would not be moved. The sheath could not be peeled away any more. The doctor had enough experience to handle the coils properly. The 3rd coil (cfs100256-30/j10100) was not returned. It was noted during analysis that 2 of the 3 coils were returned damaged. The deltaplush (cpl100306-30/g12704) coil was returned with compression damage. The most likely root cause of the sheath unable to be retracted and the resheathing tool unable to advance was due to the distal interference inside the microcatheter which prevented the coil¿s advancement. This condition would prevent both the sheath¿s retraction and the core wire from advancing. In this condition, it would give the appearance that the resheathing tool could not be advanced. The source of this interference cannot be determined. In addition, without the return of the sl-10 microcatheter and the hemostatic valve used in the procedure, it cannot be determined if these components contributed to the complaint event. Based on the information and the analysis, the events were confirmed. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. Concomitant medical products and therapy dates: deltapaq (cdf100410-30/g11389); sl-10 microcatheter (details unknown).